Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump was received with operating currents within specification and it passed functional testing: rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No unexpected finish loading alarms noted during testing. No cosmetic damage was noted on the device.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
Customer' spouse reported via phone, the customer was hospitalized for high blood glucose and on (B)(6) 2015 his blood glucose was high, over 600 mg/dl. Customer blood glucose was too high to get a reading when he was hospitalized. The insulin pump had stopped working and went without insulin for two or three days. He was in the hospital for four days and was treated with an IV drip. Customer's granddaughter took him to the hospital and noticed the cannula was bent. Current blood glucose was 411 mg/dl. Troubleshooting was performed and blood glucose was up to 423 mg/dl, the device also failed the high pressure test twice. Customer stated he didn't want to treat his blood glucose because in fear it would go to low. Since the week prior to calling he had to call the paramedics because it was at 25 mg/dl. Paramedics treated at home and got it up to 79 mg/dl. The device is being returned for analysis.